Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. The customer's tubing got caught on the handlebars of a scooter and the pump fell causing the touch screen to shatter. Additionally the touch screen became unreadable due to the damage. There was no adverse impact to customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.